Event description:
It was reported on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath. During deployment the occluder in-folded upon release from ball formation. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 31mm amplatzer amulet left atrial appendage occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. An image was received from the field, which appeared to show deformed. However, it could not be confirmed during the returned device analysis. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 types of investigations not yet determined. Investigation findings: investigation conclusions: 11 conclusions not yet available.